Event description:
The customer reported that upon reassembly of the vela ventilator following a preventive maintenance, there was a large spark between the molex connector from batteries and power supply. There was no patient involved in the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire field service representative (fsr) evaluated the device on-site, and was able to confirm the issue - there was a large spark between the molex connector from batteries and power supply. The power supply and harness power cabling with molex connector were then replaced, as well as the batteries tray. The unit passed the first leak test following replacements, however upon restart of the vent to continue with the ovp (operational verification procedure) in standard operating mode, the unit alarmed circuit occlusion immediately. Leak test was recompleted, and did not pass. Lung will not fill at all. It was noticed that the inspiratory hold piston gets quite hot when the unit was powered on. The inspiratory hold piston, turbine, and exhalation valve were changed but still the unit will not pass the exhalation valve calibration. The mainboard was ordered and replaced on the unit, as well as the inspiratory hold piston. Unit now alarms no cal data, and flow sensor disconnected, circuit occlusion, even after calibrations and flow sensor connected. All calibrations were completed and were passed but not clear with the no cal data alarm. New flow sensor has also no change on the flow sensor disc alarm. When attempting to vent in standard mode, vti (inhaled tidal volume) was about 20 ml and fluctuating, and vte (exhaled tidal volume) was about 4000-5000 ml. Lung slightly fills and deflates at high pip (peak inspiratory pressure) alarms. The ventilator rumbles.